Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that crushed styrofoam pieces were attached to implant upon opening of package. Surgery was completed with a back-up device. Attempts were made to obtain additional information; however, none was available

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection of the returned product. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. Visual inspection of the returned product found the outer box was torn. The inner cavity foam was damaged and its shavings found inside the inner cavity. The likely condition of the product when leaving zimmer biomet was conforming to specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.